Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 3. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.